Manufacturer narrative:
Citation: p.m. Ndunda, m.r. Vindhyal, t.m. Muutu, et al., clinical outcomes of sentinel cerebral protection system use during transcatheter aortic valve replacement: a systematic review and metaanalysis. Cardiovascular revascularization medicine. 10.1016/j.carrev.2019.04.023.   Earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes after the implant of a transcatheter aortic valve (tav) replacement with and without the use of a cerebral protection device. All data were collected from a meta-analysis review using pubmed, cochrane library and the web of science since inception through may 16, 2018. The study population included 1,330 patients. Patients were implant with either a medtronic corevalve, medtronic evolutr or a non-medtronic tav. No serial numbers provided. Among all patients, adverse events included: cerebral vascular accident (cva), bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.